Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The surgical pattie (ID 801407) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint may be related to inadequate weld strength of the string to the pattie's surface. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was closed in august 2024 for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count. Actions were implemented to minimize the issues.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the surgical pattie (ID 801407) string was detached during surgery. After the surgery, the string was not found. The event did not lead to a surgical delay, however, there was a possibility that the product remained in the patient's body. According to information provided, it is unknown if an x-ray was taken to assure the string was not left in patient.